Event description:
We use the dexcom g7 cgm with android cell phone app and it keep disconnecting from app randomly. Called company but not fixed by them. It has been months since this been going on, can't get blood sugar reading due to this.